Manufacturer narrative:
H10: a good faith effort (gfe) was sent to the customer to determine if they planned on repairing the device in-house or if service had already been completed, and the customer responded on 18dec2024 stating that they were waiting to hear back from their administration to decide if they would go ahead with the repair of the device. The investigation is ongoing.

Manufacturer narrative:
Additional good faith efforts (gfes) were completed to obtain resolution, but the customer again provided in a gfe response on 04feb2025 that service was still pending administration approval. The customer confirmed that, if approved, the customer would call back to make a new case and continue the service of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen wasn't working on some buttons. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) found the touchscreen issue while evaluating the device at the customer site. Further onsite service to resolve the issue is pending communication back from the customer biomedical engineer (bme) on if the onsite service proposal from philips will be accepted or if the device will be repaired in-house by the customer. This investigation is ongoing.